Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: 305916 batch#: 5022041 verbatim: rcc received a complaint via email. Email(s) attached after vaccine was administered, then needle of the syringe detached from the syringe and stayed in the patients arm after the syringe was removed. The needle itself was then safely remove from the patient's arm.